Manufacturer narrative:
Insulin pump received with broken battery tube threads, cracked reservoir tube, reservoir tube lip, stripped battery cap coin slot, minor scratched display window. Device received with missing segments due to cracked lcd zebra connector.

Event description:
Customer's father reported via phone call that the device was cracked on the battery compartment. Customer's blood glucose was 137 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.